Event description:
Alleged the head section function drifts down.

Manufacturer narrative:
The facilities biomedical technician found the head section of the bed would drift down after releasing the head down switch. The biomedical technician cleaned the head drive to repair the bed. Chapter 6 of the service manual (man013re) documents a function check for head drive screw as part of preventative maintenance.